Event description:
Per the clinic, the patient experienced wound healing problems resulting in necrosis of the skin flap around the implant side. Revision surgeries were attempted (dates not reported); however, the issue could not be resolved.the device was explanted on (B)(6) 2012 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed august 30, 2013.